Manufacturer narrative:
Age of patient field is not completed as this information although requested was not provided. Patient gender field is not completed as this information although requested was not provided. Date of event field is not completed as this information although requested was not provided. Expiration date and serial number fields are not completed as this information although requested was not provided. Date of implant and date of explant fields are not completed as this information although requested was not provided. Device manufacture date field is not completed as this information although requested was not provided. All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Event description:
A physician reported that a zct100 intraocular lens had rotated 30 degrees after implantation. There was indication that the physician would take the patient back to the operating room and rotate the lens. Follow up was conducted however no additional information regarding the event was provided.

Manufacturer narrative:
A manufacturing record review was conducted. Serial number (B)(4) is part of order number (B)(4). Elements reviewed were the device history records, non-conforming materials, sterilization records and environmental monitoring records. No non-conformances were revealed and this order number was not produced under deviation. In addition there were no process and/or material changes with this order number. A search on complaints related to this order number was also conducted and revealed that no other complaints for this order number were received to date.

Manufacturer narrative:
Corrected information: model number previously reported as zct100; however, it was learned the correct model number is zct300. New information now indicates an adverse event in addition to originally reported malfunction. (B)(4). In addition it was also learned that there were no complications during implantation of the lens into the left eye. The lens was repositioned in a secondary procedure on (B)(6) 2014. The lens remains implanted. Placeholder.